Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. The pairing was restored by uninstalling and re-installing the mobile application. There were no patient consequences.